Event description:
On (B)(6), 2019 the device was implanted. It was reported that on (B)(6), 2025, post a port placement, the catheter was allegedly found damaged. Reportedly, large crack found on device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted on the attached catheter. The edges of the partial circumferential break on the attached catheter were noted to be jagged. The surface was noted to be granular on both regions. Therefore, the investigation is confirmed for the reported catheter fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g2, g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2019, a patient underwent a port placement procedure for chemotherapy of angiosarcoma via subclavian vein. On (B)(6) 2025, it was reported that post port placement the catheter was allegedly found damaged. It was further reported that large crack was found on device. There was no reported patient injury.